Event description:
It was reported through remote transmission that oversensing was observed due to a sensitivity issue. The device exhibited r-wave amplitude variation, causing ventricular tachycardia to be classified as ventricular fibrillation; and treated with anti- tachycardia therapy. After the rhythm was converted by the therapy, polymorphic ventricular tachycardia was noted. The device did not treat the tachycardia. No patient symptoms were reported at the time. No further information was provided.